Manufacturer narrative:
Unit had broken belt clip rail. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. (B)(4).

Event description:
It was reported that the insulin pump had cosmetic damage and rail at the belt clip broke customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.